Event description:
Using endo gia stapler with a 60-3.5 reload. Surgeon had problems getting stapler out of port. When it finally came out of the port, the top of the stapler load was bent forward at the jaws. The port was also damaged when trying to withdraw the stapler. End looked cracked. Port was not replaced per md.